Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device clinical data file showed that the device recorded CPR deflections during an analysis causing the algorithm to recognize it as a shockable rhythm. The logs showed the device prompted the appropriate "do not touch patient" prompt. The motion artifact influenced the algorithm determination. Based on our review of the data we have concluded that the device performed to specification. Device labeling instructs users to stop CPR and keep the patient still during analysis. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a (B)(6) male patient, while performing CPR compressions, the device self discharged. Complainant indicated that the patient subsequently expired.